Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer turning on and battery compartment was broken. Customer reported that cracks at the back of the insulin pump from the clip rails and sticker was worn out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. P-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner and battery tube threads. Device received with serial number label damaged and faded. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. (B)(4).